Manufacturer narrative:
H10: the catalog number identified in section d4 has not been cleared in the us but is similar to the e-luminexx vascular stent products that are cleared in the us. The pro code and 510 k number for the e-luminexx vascular stent products are identified in d2 and g4. H10: as the lot number for the device was provided, a review of the device history records will be performed. The sample was not returned to the manufacturer for inspection/evaluation. Therefore, the investigation of the reported event is inconclusive. Based upon the available information, the definitive root cause for this event is unknown. The instructions for use (IFU) is adequate for the reported device/patient code(s) and provides general instructions for use, as well as warnings, precautions and potential complications associated with the device. Upon receipt of new or additional information, a follow-up report will be submitted as applicable. H11: section a through f ¿ the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported through the results of the clinical trial that approximately four years, nine months, and seventeen days post a stent placement on the right leg for de-novo stenosis on the external iliac artery, the subject had an adverse event of occlusion of the right common femoral artery. It was further reported that on the same day, the subject had an another adverse event of right leg ischemia. Furthermore, one day post the adverse event, the subject underwent target vessel re-intervention on the external iliac artery for thrombosis with initial stenosis of hundred percent. Reportedly, thrombectomy/thrombolysis was performed during re-intervention and the treatment was successful. Evidently, there have been no documented device deficiencies reported for this subject to date. The current status of the patient is unknown.

Manufacturer narrative:
H10: the catalog number identified in section d4 has not been cleared in the us but is similar to the e-luminexx vascular stent products that are cleared in the us. The pro code and 510 k number for the e-luminexx vascular stent products are identified in d2 and g4. H10: manufacturing review: based on the event information provided there is no indication that a manufacturing process may have caused or contributed to the reported issue. Therefore, a DHR review is considered to be not required. Investigation summary: the stent remains implanted. X-ray images were not provided for evaluation. The evaluation of the material available is subject to the retrospective assessment as part of post-market clinical follow-up (pmcf) activities. Based on the information available the reported restenosis could not be verified. The investigation needed to be closed with inconclusive result. Based on the evaluated information, no clear root cause for the reported event could be determined. Labeling review: in reviewing the relevant labeling for this product, the potential issue was found addressed. Potential complications and adverse events which may occur during use of the device were found to be referenced in the instructions for use, e.g. Ischemia complications, thrombosis, vessel occlusion. Correct stent deployment procedure was found properly described by the IFU. H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported through the results of the clinical trial that four years, nine months and seventeen days post a stent placement on the right leg for de-novo stenosis on the external iliac artery, the subject had an adverse event of occlusion of the right common femoral artery. It was further reported that on the same day, the subject had another adverse event of right leg ischemia. Furthermore, one day post an adverse event, the subject underwent target vessel re-intervention on the external iliac artery for thrombosis with initial stenosis of hundred percent. Reportedly, thrombectomy/thrombolysis was performed during re-intervention and the treatment was successful. Evidently, there have been no documented device deficiencies reported for this subject to date. The current status of the patient was unknown.